Event description:
It was reported that one year and six months following a coronary drug eluting stenting treatment procedure, there was thrombosis. The target lesion was located in the ostial left anterior descending (lad) coronary artery. The lesion was predilated (balloon size and type unknown) and a 3.0x16mm taxus express2 drug eluting stent was implanted. There was 0% residual stenosis. The patient received reopro and plavix. One year and six months later the patient presented with chest pain. Per angiography, in-stent thrombosis was diagnosed. The physician crossed the lesion using a bmw guide wire. A 6 french export aspiration catheter was used and with one aspiration 90% of the thrombus was removed. The procedure was reported as successful. The patient condition was reported as stable.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient, therefore, no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.